Event description:
The customer reported that about 20 mls of clear fluid leaked from thecoulter lh 750 hematology analyzer from under the shear valves 85/87 while running start up, and spilled onto the counter. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) replaced I beam tubing with a hole in it at pinch valve (vl41) to resolve the issue. Fse then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).